Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The initial report indicated that the physician experienced difficulty passing the coils through the microcatheter. At one point it seemed to be getting stuck. There was not harm to the patient. Additional information reported that the specifics of how many coils and which type of coils had resistance through the prowler select lp microcatheter are not known. It is not known if some coils went through without resistance prior to the coils with which there was resistance. It was reported that one coil ended up being stuck in the prowler. It is not known how the procedure was completed; however, there was no injury to the patient. The product code and lot number are not available. The product is being returned,